Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their body was rejecting their pumps and said they decided it came down to the titanium "which is in her knee" or "some little rubber silicone piece that attaches to the inside of her body." The patient was in severe pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implanted pump. On (B)(6) 2020 the patient reported that her current pump was implanted on the opposite side of her body from her first pump, but she developed an infection so the hcp (healthcare professional) removed the pump, cleaned the pump, and put the same pump back in, but the infection did not go away so the pump was removed. Her hcp believed she was allergic to something in the pump, so he suggested she call in so she could be tested for an allergy. The pump material that was in contact with the patient¿s tissue was reviewed with the patient and she was referred back to her hcp for testing and was told that her hcp could call in with questions if necessary. The patient stated that she needed to find out a way to do this because she was in severe pain all the time and the only thing that ever helped her was prialt. She had never had anything in the pump but saline. The patient called back on (B)(6) 2020 and was wondering why her body would reject the pump. The patient was redirected to discuss this with her hcp and then she said she no longer had an hcp and requested hcp listings. No further complications have been reported as a result of this event.

Event description:
Additional information was received on 04-may-2020 from the patient who reported that from (B)(6) 2019 through (B)(6) 2020 she had had 5 separate procedures where they had either tried to replace the pump or clean the pump pocket and reinsert it since she was having issues with her incision site not healing. They thought that it was related to her blood sugar, but now that was under control and she was still having issues and the pump had been removed in (B)(6) 2020. The patient was looking for the materials that came into contact with her tissue so an allergist would be able to test. Per the patient, she was not allergic to titanium. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.